Event description:
We initially had a report of three nurses in our sicu developing a rash after we introduced the medichoice gloves. Recently, we had three more nurses from a different unit experiencing the same thing. All have been to employee health and the gloves are felt to be the source of the rash.======================manufacturer response for gloves, ets nitrile exam gloves, powder free======================we will be meeting with the representative (B)(4).====== reporter responses =================the reporter indicated they do not know the lot number of the gloves. There was manufacturing problems noted. The gloves were introduced in february and the first rashes were reported in march.